Event description:
Related manufacturer reference numbers: 2017865-2022-11131. It was reported that the patient presented in clinic for generator changeout procedure. Upon interrogation prior to procedure, it was found that the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing and the right ventricular lead exhibited noise over-sensing. No intervention was performed. Patient condition was stable throughout and patient would continue to be monitored.